Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 26mm amplatzer septal occluder was chosen for a 24mm atrial septal defect (asd) in a complex and rare anatomy using a 12f amplatzer trevisio intravascular delivery system. The transesophageal echocardiography (tee) showed a double atrial septum with an interatrial space with low circulating flow within it. The device was successfully deployed, and stability test was performed. The device was stable, and tee showed that all the septum was captured inside the right and the left disks of the device. The shape of the device was satisfactory on fluoroscopy and tee, and the device was successfully released. In the recovery room, tee was performed and showed that the device was in the mitral valve. There was no obstruction/blockage of blood flow. The device was removed via transcatheter snare. The device was not replaced. It was concluded that the complex septum anatomy was not compatible with a percutaneous asd closure. The patient was reported to be recovering.

Event description:
N/a

Manufacturer narrative:
An event of device embolized into mitral valve after implant was reported. It was reported that the device was successfully retrieved and there were no adverse patient effect. A returned device assessment could not be performed as the device was not returned for analysis. Possible causes for device embolization include device over-sizing, device under-sizing or positioning issue due to patient anatomy. Imaging provided by the field appeared to show the device was trapped inside the mitral valve oriented with the discs orthogonal to the plane of the mitral annulus with no obstruction/blockage of blood flow with embolized device. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. No related non-conforming material reports (ncmrs) were found. Based on the information received, the cause of reported incident of device embolization/migration was due to complex anatomy with double atrial septum.